Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had left side and lower extremity weakness after the permanent implant procedure. It was also noted that the patient had a distended stomach. Immediate computed tomography (CT) scan was taken and confirmed negative for any abnormalities. The physician do not believed it was device related but procedure related. The patient was transferred to a rehabilitation facility. The patient was reportedly doing well.